Event description:
A customer reported to baxter (B)(4) a clearlink chemotherapy administration set in which the clamps upstream of the set did not close completely. This resulted in a backflow of the solution to the unused lines. It is unknown when or in which care area this event occurred. There was a patient involved. However, there was no reports of patient injury, adverse events, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found.